Event description:
It was reported that the device would not lock onto gear. Per customer follow up there is a worn gear or screw through the top where the plunger is. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device would not lock onto gear. Per customer follow up there is a worn gear or screw through the top where the plunger is. There was no patient involvement.

Manufacturer narrative:
Additional information: device available for evalution ?, returned to manufacturer on , device return to manufacturer.?, device eval by manufacturer? Annex a: (B)(6) annex: b01 annex c: c07 annex g: (B)(6) annex d: d02 correction: annex b: b21 annex c: c21 annex d: d16 h3